Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture (grade IV) and seroma.

Event description:
Additionally, healthcare professional reported left side capsular contracture (grade IV). The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture (grade unknown) and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture (grade unknown) and seroma. Article citation: "prepectoral breast reconstruction with complete implant coverage using double-crossed acellular dermal matrixs." Author: joon seok lee, jong seong kim, jong ho lee, jeong woo lee, jeeyeon lee, ho yong park, and jung dug yang; gland surgery. Vol. 8, no. 6, 10dec2019, pp. 748-757.

Event description:
Through journal article "prepectoral breast reconstruction with complete implant coverage using double-crossed acellular dermal matrixs", it was reported that a patient experienced complications 6 months postoperatively, including seroma and capsular contracture (grade unknown). The device has been explanted.